Event description:
The matryx interference screw broke during insertion. It was an acl soft tissue operation, 8mm screw was used. The head of the screw did break off (two pieces) and rest of the screw broke in the middle. Operation was finished with metal screw, no injury.

Manufacturer narrative:
Mechanical lot release test values evaluated: they were in the normal acceptable level. Visual examination was performed to the returned screw. Longitudinally screw was broke into three pieces, one of the longitudinal pieces was broke into smaller pieces. On the tip of the screw threads were deformed. The cause of this breakage was unable to be determined.